Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed oversensing of noise and pacing inhibition. Asystole was observed but was less than two seconds. Furthermore, a low pacing lead impedance measurement less than 200 ohms was noted. Additional information received from the field representative indicated that the cause was not determined. An rv lead revision was performed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was subsequently explanted four months following the initially reported clinical observations. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.